Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (6) month time frame after they began treatment with the baxter pd solution bag. This review included the lot numbers for all fresenius apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis patient (pd) had previously experienced fluid leaks on unknown dates when the fresenius apd luer lock connector when the connection to the baxter pd icodextrin solution bag became loose and disconnected during pd treatment. The pd registered nurse reported the issue on the patient¿s behalf. Upon follow up the pdrn indicated she was unsure of the number of occurrences or the dates of these events. She indicated the patient started using the baxter icodextrin solution bag since (B)(6) 2020. The pdrn reported the patient did not experience any symptoms, adverse event, serious injury, nor required medical intervention as a result of these events. The patient completed their pd treatments after setting up new supplies. The fresenius connectors were discarded and are unavailable to return. The unknown date of the event will be captured as (B)(6) 2020, the patient's start date on the pd icodextrin solution bags.